Event description:
Stated problem: this is a historic case. Pt was in hospital back in (B)(6) 2010 and flexiseal was inserted on (B)(6) 2010. The gentleman died on (B)(6) 2010 whilst under the hospital's care. The pt's wife has been complaining about many aspects of the care since his death with flexiseal being one of the issues. Nurse stated this info was never given to convatec as it was felt that it was not a flexiseal issue and flexiseal had "gone down the list" as far as things the pt's wife was complaining about. This pt unfortunately did not have a post-mortem examination and therefore at this stage, we are unable to determine the site of the perforation. From a clinical perspective, pt is deceased and the cause of death is given on the death certificate as bronchopneumonia, dialysis-dependent renal failure, atherosclerosis, aortic aneurysm repair and pelvic abscess, probable perforated diverticular disease, likely bronchogenic carcinoma. Several attempts had been made at gathering more info in this case since our local rep became aware of it in (B)(4) 2011 but these have been unsuccessful. The indication for the initial CT is not known to us. There is no medical evidence from the clinicians involved in the case management available to us to determine whether the device in any way contributed to or caused the pelvic abscess, and perforation of the bowel is a listed adverse event on the IFU and there is currently no evidence to support that. Because the device was in use in the rectum and there is no evidence to support that the device was not involved, this complaint will be captured as a serious ae.

Manufacturer narrative:
The manufacturer's device analysis results: the device was not removed at the time of the CT scans. It is unclear when and the reason the device was eventually removed. There was no report of any rectal bleeding or ano-rectal ulcers. There was no mention of a surgical or medical intervention carried out to treat the problem. There was no medical evidence provided to confirm a perforation of the rectal wall (which is a possible adverse event with the use of flexiseal as listed on the instructions for use). A review of the trends for "rectal/anal fistula" for the last 12 months indicate that the level of occurrence is below the anticipated level, and no adverse trends have been detected. Further, all adverse events trends for this product are reviewed on a monthly basis. No rectal wall perforations are otherwise logged into the global complaint handling database. All rectal/anal fistulas (a total of (B)(4) since 2007) have been into bladder ((B)(4)) or vagina ((B)(4)). We have no record of a pelvic abscess. A review of the manufacturing process indicates that the process is sound and no corrective actions are required. From a medical review perspective, there is no medical evidence (either in clinical management approach or in death certificate) from the clinicians involved in the case management that they judged that flexiseal contributed to or caused the pelvic abscess. Flexi-seal was not removed after the CT scans were performed. However, convatec has decided to capture this is a serious adverse event for the following reasons: the device was in use in the rectum, the instructions for use for flexiseal indicates that, as with the use of any rectal device perforation of the bowel could occur, there is currently no conclusive evidence that the device was or was not involved.